Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads. No cracks were noted around the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
No blood glucose levels reported. It was reported that the insulin pump had cracks near the battery compartment. It was also reported that the display window of the insulin pump had many scratches and was worn. No additional information was provided.